Event description:
It was reported that an aortic dissection and patient death occurred. The patient was selected for a 25mm lotus edge valve implant due to aortic stenosis. The patient had a tortuous descending aorta, mild stenosis, and moderate calcium in leaflets with none present at the native annulus. Predilatation was not performed. The 25mm lotus edge valve delivery system was advanced relatively easy. During deployment of the lotus edge valve, a dissection was observed in the ascending aorta. After release of the lotus edge valve, the dissection was no longer apparent and appeared to be sealed. The patient was stable and was sent to recovery. Two hours later the patient decompensated and passed away. The cause of the dissection and patient death is unknown.